Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of carbohydrates. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.